Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable pacing lead; product ID 419678, implanted: (B)(6) 2010; implantable pacing lead; product ID 5076-45, implanted: (B)(6) 2010; implantable pacing lead; product ID 5092-52, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: product ID# (B)(4). A proximal portion was received measuring 5.5 cm. Analysis was performed and no anomalies were found.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacturer¿s data base indicated the patient died approximately two months post implant of the crt-d system. A cause of death was requested and not received.